Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The cgm was reading high and the value was not changing. The patient was hypoglycemic unaware and went to the hospital. There the cgm was reading high and the blood glucose reading was 1.8 mmol/l. At the hospital the patient was treated with dextrose and unspecified medication (oral and injection). The patient stayed at the hospital for less than 24 hours. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.